Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, foreign material was found around or below the forceps raiser. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause could not be conclusively determined, but omsc presumed the following possible causes. - process of reprocessing conducted by the user was different from the process recommended in IFU. - insufficient training for staff at the facility on device handling and reprocessing in accordance with IFU.